Manufacturer narrative:
(B)(4). Additional information: the device was manufactured january 9, 2014 to january 14, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that the tubing had broken off from the distal luer lock. The cause of the break could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the tubing of a small volume intermate was broken at the distal end. Patient involvement was unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.